Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm, no delivery alarm and possibly a motor position encoder error alarm. Customer's blood glucose was between 400 mg/dl and 600 mg/dl. Customer was treating high blood glucose with manual injections. Customer reported that insulin pump was not exposed to magnetic field, drive support cap appeared normal, and insulin pump was able to rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No e70 alarm and no motor error alarm noted during test. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.